Manufacturer narrative:
Sensor 0eyal299z has been returned and investigated. Visual inspection has been performed and and no issues were observed on sensor patch. Data was downloaded successfully, sensor state 8 with a event log 130 is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. Extended investigation has been performed on returned sensor puck, visual inspection has been performed and no abnormalities or signs of misuse were observed. Performed leak testing on the returned puck and the puck was confirmed to have a leak path near the sensor neck area. This leak path allows liquid ingress to the printed circuit board assembly (pcba). Liquid ingress is capable of causing a temporary loss of power that causes a brownout event. It was determined that the returned puck experienced a brownout due to liquid ingress, therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "signal loss" message and was unable to obtain readings. As a result, customer was unable to self-treat, requiring third-party treatment of "diabetic medication" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "signal loss" message and was unable to obtain readings. As a result, customer was unable to self-treat, requiring third-party treatment of "diabetic medication" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.